Event description:
User receiving discrepant result for sodium. Total number of patient samples affected is unknown. Five examples were provided. Sample 1, initial result 132 mmol/l, repeat 139 mmol/l. Initial results were reported as they were alerted to the issue by the doctor questioning the results. User states she does not think any patients were treated based on the erroneous results. The field service representative determined the cause was possible contamination and performed decontamination. Performance tests were performed.

Event description:
User receiving discrepant result for sodium. Total number of patient samples affected is unknown. Five examples were provided. Sample 2, initial result 132 mmol/l, repeat 139 mmol/l. Initial results were reported as they were alerted to the issue by the doctor questioning the results. User states she does not think any patients were treated based on the erroneous results. The field service representative determined the cause was possible contamination and performed decontamination. Performance tests were performed.

Event description:
User receiving discrepant result for sodium. Total number of patient samples affected is unknown. Five examples were provided. Sample 5, initial result 130 mmol/l, repeat 136 mmol/l. Initial results were reported as they were alerted to the issue by the doctor questioning the results. User states she does not think any patients were treated based on the erroneous results. The field service representative determined the cause was possible contamination and performed decontamination. Performance tests were performed.

Event description:
User receiving discrepant result for sodium. Total number of patient samples affected is unknown. Five examples were provided. Sample 3, initial result 128 mmol/l, repeat 134 mmol/l. Initial results were reported as they were alerted to the issue by the doctor questioning the results. User states she does not think any patients were treated based on the erroneous results. The field service representative determined the cause was possible contamination and performed decontamination. Performance tests were performed.

Event description:
User receiving discrepant result for sodium. Total number of patient samples affected is unknown. Five examples were provided. Sample 4, initial result 134 mmol/l, repeat 141 mmol/l. Initial results were reported as they were alerted to the issue by the doctor questioning the results. User states she does not think any patients were treated based on the erroneous results. The field service representative determined the cause was possible contamination, and performed decontamination. Performance tests were performed.